Event description:
On (B)(6), 2025 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown user site in brazil. A monitoring dispersive electrode (model skintact wr21) and an unknown generator have been used. The initial reporter stated, "the customer reported that the skintact plate (wr21) has already had two cases of burns in patients involving the same batch." No information about the generator model, the power settings, the patient, how the skin was prepared, if and how the injury was treated afterwards have been disclosed to us.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on three retained samples. All tested samples were found to perform within limits. No faults were detected. The initial reporter informed us that the involved device is not available for an investigation. We have requested additional information and none have been received despite repeated requests. We therefore will provide a follow up report once any will be available.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on three retained samples. All tested samples were found to perform within limits. No faults were detected. The initial reporter informed us that the involved device is not available for an investigation. We have requested additional information, a questionnaire to be completed and none have been received despite repeated requests. The initial reporter has informed us on december 10th, 2025: "until now there's no reply from the customer, so please carry on with your investigation and send me the report as soon as possible". We therefore will close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.

Event description:
On november 13th, 2025 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown user site in brazil. A monitoring dispersive electrode (model skintact wr21) and an unknown generator have been used. The initial reporter stated, "the customer reported that the skintact plate (wr21) has already had two cases of burns in patients involving the same batch." No information about the generator model, the power settings, the patient, how the skin was prepared, if and how the injury was treated afterwards have been disclosed to us.